Event description:
Physician was performing a total laparoscopic hysterectomy. Physician was closing the vaginal cuff using endostitch and polysorb suture. Polysorb needle appeared to break. Part of the needle remained in the endostitch. Unable to locate the other part. Md explored abdomen and irrigated with successful results of finding the metallic tip. Xray was done per policy and reported that a 4mm metallic density overlying the pelvis just right of midline.